Event description:
It was reported that on (B)(6) 2014, the patient had a pump refill and was found to have a pocket fill, and suddenly developed overdose symptoms with altered mental status, loss of consciousness (loc), and seizures. The patient was admitted to the hospital at that time and was inpatient for two weeks. Today, (B)(6) 2014, the patient came back to the clinic for a refill, and the pump was empty. The reporter denied any refill issues today at this refill. No priming was needed based on the catheter and pump tube having drug in them. The drug concentration and drug type would remain the same except they decreased the dose from the previous 1605mcg/day dose (at the pocket fill) to now 150mcg/day. The pump was used to deliver fentanyl and baclofen. Additional information later received reported the patient¿s pump was emptied and then refilled. The issue had been resolved and the patient was being monitored by the hcp. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).